Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the sensors are not working properly. The customer's blood glucose reading was 357 mg/dl at the time of incident and may have gone as high as 595 mg/dl. Troubleshooting found that the pump alarmed change sensor and a calibration error was received. The customer indicated that the pump told her that the blood glucose was 257 mg/dl but that the sensor indicated 80 mg/dl. Troubleshooting explained possible causes for the discrepancy however, customer was unable to troubleshoot any further and will call back at a later time.